Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to misuse, torsional/bending overload, and/or not inspected for wear and disfigurement prior to use

Event description:
It was reported patient underwent a shoulder hemiarthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, two hex drivers were cold welded to the central screw. A competitor hex driver and central screw were utilized to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.